Manufacturer narrative:
Device history records was conducted. The report indicates that: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the plate was returned broken in 3 pieces. The screws were returned in good condition with only a few nicks on the threads. The rods returned appear to have been cut and are about .8 and 1.3cm in length. One occipital plate (part 04.161.001, lot 8533557) was returned for breaking post-operatively. Three occipital screws were also returned for reportedly peeling during removal (parts 04.601.112, 04.601.118 quantity 2). Based on the complaint description and size of the rods returned, the returned pieces look to be from the cut made by the surgeon to adjust the construct. Per the technique guide, these devices are components of the occipital cervical fusion system, which is intended to provide stabilization as an adjunct to fusion of the occipital-cervical junction. Product drawings were reviewed during the investigation. The plate has a 2mm thickness since it is designed to be low-profile. It also contains bend grooves and is bead-blasted to minimize slippage. The plate was returned with the sides containing the rod clamps broken off. A small area on both of these sides also had the green anodization worn off, likely wear from the rods contacting the plate. The points of fracture on the plate pass through these worn areas. The plate therefore may have experienced fatigue failure from the loads transmitted by the rods. Other possible factors that may have contributed to the plate breakage include repeated bending of the plate to fit the patient anatomy or trauma experienced by the patient. It is also unknown if fusion occurred. When fusion is unsuccessful, plate breakage can occur as the plate is not intended to replace the stability provided by a fused segment. The complaint description states that the screws were peeling upon removal of the plate. The returned screws contained a few nicks on the threads but otherwise did not show any signs of missing material. This condition could occur from removing the screws on an angle causing the threads to hit the plate. The complaint is confirmed as the plate was returned broken. Based on the fracture and wear on the returned plate, fatigue failure is a possible cause for the condition. Bending of the plate during the original surgery or trauma to the patient could also be causes for the breakage. The complaint of peeling on the screws could not be confirmed as there were no signs of material missing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: on (B)(6) 2013, the patient had a posterior cervical instrumentation from occiput with rods spanning the c-spine connecting to screws in t1-3. Synapse and occipito-cervical (oc) fusion were used. On (B)(6) 2013 the patient had an anterior instrumentation using cervical spine locking plate variable angle (cslp va). On (B)(6) 2015, a revision procedure was done due to patient pain and the oc fusion plate was discovered to be broken apart into three separate pieces. It was also noted that the 4.5mm oc fusion screws peeling off filings from the threads upon removal of the screws from the plate. During the revision, the plate and occiput screws were replaced with a new plate and screws. A small piece of each rod, less than 1cm, was cut to adjust the construct insitu. The patient is reportedly stable. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.